Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID: 2134265-2018-06314, MDR ID: 2134265-2018-06313. It was reported that the device locked with another device and the artery became perforated. A choice guidewire and two jetstream® atherectomy catheters were selected for use during an atherectomy procedure in the patient's superficial femoral artery (sfa). During the procedure, while using the first jetstream catheter, the catheter became locked together with the choice guidewire and the artery became perforated. The devices were removed and then replaced with a non-bsc wire and the second jetstream catheter. However, during the procedure, these devices also locked up together. The procedure was aborted and the physician planned to bring the patient back the following week to attempt to fix the artery retrograde. The patient is okay. No further complications were reported.